Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. Based on the verbatim, the probable root cause for leakage could be due to valve issue. CAPA# (B)(4) was initiated to address the issue. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety leaked blood and fluid during use. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "details of incident / nature of device defect test the issus seems to be a failure of the none return valve at the injection port site causing back flow and blood/fluid loss. Details of injury (to patient, carer or healthcare professional): blood loss, fluid loss and drug loss to the patient action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) patients recannulated at a different site. Reported to the supplier. The supplier provided a response related to their sterilisation process. We have since had 3 further reports of the same issue occurring and have reported this to the supplier again. The latest two incidences were today."